Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional device implanted: pxc141000/03708217.

Event description:
On (B)(6) 2005, the pt was implanted with two gore excluder aaa endoprostheses in conjunction with a cook zenith endograft to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt presented with back pain secondary to a pararenal aneurysm rupture and a type I endoleak. Info on the location/device pertaining to the endoleak was not available. The pt was implanted with two additional gore excluder aaa endoprostheses and the endoleak and rupture were resolved. The pt tolerated the procedure.